Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Patient age and dob requested but not provided, however, the customer stated that the patient was an adult patient. Customer sent devices to 3rd party biomed for investigation.

Event description:
It was reported that the device did not alarm as expected when the patient was receiving a piggyback IV infusion of vancomycin/ d5w lr 1000ml and the progressive care unit rn found the tubing set was dry/empty with air in the line. The rn noted that the IV fluid bag had IV fluid in it. The rn did not know how long the tubing set had air in the line without the device alarming. The customer further stated that there were no adverse effects caused to the adult patient from the event.